Event description:
It was reported the patient's scs system was not functioning. The patient stated the lead implanted in the cervical region had migrated. Follow up information identified the patient needed an MRI and the physician decided to remove the patient's scs system.